Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure, ports one (1) and two (2) were not responding on the tabletop illuminator. The lamp hours exceeded the lamp life. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system manufactured on september 30, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp which exceeded its expected life. However, the lamp met specifications as it functioned to its expected rated life. (B)(4).